Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and reloaded software. The sys operates as intended.

Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.